Event description:
They indicated that while performing the procedure, it resulted in increased post procedural bleeding . They had to apply silver nitrate and delayed dischard of the patient from 10:00am until 5:00 pm to monitor the patient.

Manufacturer narrative:
Customer was contacted and the samples were not returned and no pictures were provided, we were unable to properly investigate the complaint.